Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no manufacturing abnormalities, special hires, or variations. The device has undergone the following repairs in the past: oct 17, 2020 angulation adjustment, control knob / elevator lever repair, refile and re-glue, and insertion tube chemiglaze repair. The root cause for the ultrasonic pink probe cut could not be identified. However, the likely cause is that the surface of the ultrasonic probe was cut due to the application of external force such as hitting or catching the relevant part during transportation, storage, use, cleaning, etc. The instructions for use includes the following statements that can prevent the issue from happening: important information ¿ please read before use warnings and cautions (p.7) warning: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending it could also cause parts of the endoscope to fall off inside the patient. It could also cause parts of the endoscope to fall off inside the patient.

Manufacturer narrative:
The device was returned for repair for the issue of balloon will not inflate, when the issue of a cut on the pink rubber of the probe unit was observed. Additionally, the device had a leak on the insertion tube, cracked glue of the distal end rubber coating, two broken elements for image, and scratches on the control body and light guide tube. Also, the balloon was found not to inflate quickly. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned for repair for the issue of balloon will not inflate, when the issue of a cut on the pink rubber of the probe unit was observed. There is no reported harm to any patient.